Event description:
It is reported that a shoulder with scapular notching had to be revised because the tm baseplate peg and superior screw broke.

Manufacturer narrative:
The MFR did not yet receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. With the info given so far, no further investigation is possible. The root cause for the event cannot be identified. Regarding the baseplate, another initial MDR will be submitted by zimmer inc (B)(4) USA. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).